Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced a severe hypoglycaemic episode, presenting with numbness in the hands and feet. At the time, the cgm recorded a glucose level of 5.6 mmol/l, while a concurrent capillary blood glucose test showed a significantly lower value of 1.2 mmol/l. The episode was managed at home by a family member using fast-acting oral glucose. Multiple treatments were required, and the hypoglycaemia persisted over a 12-hour period. Management included the administration of long-acting carbohydrates without any insulin coverage during this time. There is no documentation indicating that further medical evaluation or intervention was sought. At the time of this report, the patient had fully recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.